Event description:
Boston scientific received information that this patient came into the emergency room the same day of being discharged from another hospital after her implant procedure. The patient had passed out and evaluation of the system noted far-field r oversensing on the atrial channel. The caller was questioning the functionality of the atrial lead. The sensitivity was reprogrammed to correct the oversensing and normal function was observed. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.